Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their gums are receding due to the aligners. They want cease treatment. Patient also marked true at check in to jaw discomfort and sensitivity. Requested additional information from patient, provided tips for pain and sensitivity and requested letter of recommendation to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.